Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that on the same day of impella cp placement, the cp was getting suction alarms and the impella was unable to be repositioned at bedside. A decision was made to place a new cp through the left femoral artery. The patient was pulseless electrical activity arresting at the time of insertion. It was unable to achieve return of spontaneous circulation and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Data logs were reviewed which showed pump ran without issue during support. There were 2 suction alarms triggered but resolved quickly. Product was not returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. Added-h6 impact code 4628. H6 impact code 4627 changed to 4629.